Manufacturer narrative:
(B)(4). (B)(6). Two samples were received for evaluation. A visual inspection confirmed that the tubing was separated from the drip chamber port. Solvent was not observed at tubing end of both samples. The reported issue was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was related to the manufacturing assembly process. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that upon opening the packaging of two (2) clearlink sets the tubing was found to be disconnected from the drip chamber. There was no patient involvement. No additional information is available.